Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600166 investigation did not show issues related to the complaint. The device has not returned for investigation at this time. Teleflex will continue to monitor and trend related events. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
During an operation the auto endo5 failed to load at least five clips correctly, they fell out and had to be retrieved by the surgeon. A second auto endo5 was opened to complete the procedure. There was no patient injury.